Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while on the pump, with a sensor reading of 74 mg/dl and trending downward for about 10 minutes after a likely larger-than-announced meal that led the pump to overcorrect; the event involved user meal announcement inaccuracy and relates to user interaction with the device interface. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with an improper or incorrect method of meal announcement and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.